Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion that the patient experienced pain, frequent infections, bowel problems, hematuria, and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a symptomatic cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, dysuria, urinary tract infection, and some discomfort.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, dysuria, urinary tract infection, and some discomfort.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching and discharge.

Event description:
It was reported that following insertion the patient experienced vaginal itching and discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele and enterocele.

Event description:
It was reported that following insertion the patient experienced cystocele and enterocele.